Event description:
The hospital nursing staff reported that the pt connected to the vent was bradycardic, and so was removed from the vent and manually resuscitated. The nursing staff alleged that while the pt was off the ventilator, the ventilator failed to alarm audibly. The biomed staff believes that the alarm silence key was pressed. The mallinckrodt customer support engineer (cse) inspected the device and tested the audio alarm, including the alarm silence function. The cse could not reproduce the reported problem. The alarm and associated circuitry performed to specs, and the device passed extended self testing. The pt subsequently died during manual ventilation, however the device is not believed to a contributing factor. This report is not an admission by mallinckrodt that this device caused or contributed to the event alleged in this report.